Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ""implants inside my chest leaking" and anxiety regarding bia-alcl.".

Event description:
Patient reported bilateral "implants inside my chest leaking" and anxiety regarding bia-alcl. Devices remain implanted.

Manufacturer narrative:
Information contained in this report was previously submitted via medwatch manufacturer report number 9617229-2021-06652. All information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: fluid around implant, rupture.

Event description:
Patient reported left side "problems with implant", "implant inside my chest is leaking" and anxiety regarding bia-alcl. Ultrasound and MRI showed fluid around the left breast, noted as "complex fluid" and "fluid is present along the posterior aspect to the prosthesis". Pathology testing has been performed with no signs of malignancy. Healthcare professional reported rupture, "fibrous capsular tissue with foreign body giant cell reaction". The following events are not related to the device, "small cyst in the left breast" and "small malignant lesions in either breast". The device has been explanted, no replacement.